Event description:
On (B)(6) 2013 the patient contacted animas alleging air bubbles in the cartridge since she started using a new box of cartridges and infusion sets on (B)(6) 2013. There was no physical damage found to the cartridge. Troubleshooting indicated the patient is using cartridges appropriately per the instructions for use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a reserved sample from the same lot number was tested. No product was returned for investigation. A visual inspection of the cartridge was performed with no damage or defects found. A leak test was performed with no leaks observed from the luer connection, o-rings, or other parts of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.